Manufacturer narrative:
(B)(4). The customer reported to have verified the malfunction. The problem was found to be the patient circuit. The patient circuit was reinstalled. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a severe occlusion. There was no patient connected to the device at the time of the event.